Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was inaccurate. The user¿s blood glucose (bg) level was 320 mg/dl. The user addressed bg level with a bolus. The user reloaded the cartridge successfully.